Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the patient had a complaint of foreign body sensation. The implanted lens was removed and replaced with another lens. Additional information has been requested.

Event description:
A health care professional reported that the patient had a complaint of foreign body sensation. The implanted lens was removed and replaced with non-company lens. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Correction information was provided in b.5. Additional information was provided in h.3., h.6. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100-percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens was replaced with an unspecified, non-company lens model. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).